Event description:
The customer reported to customer service that the transformer of her pump in style breast pump fell apart, sparked and witnessed smoke.

Manufacturer narrative:
A replacement power supply was sent to the customer. The customer. The customer reported that her transformer had fallen apart, smoked and had witnessed some smoke. In follow-up with the customer, she had stated that the two pieces of the housing came completely apart. She confirmed that she did not witness any fire or have any injuries. As of the date of this report, the product has not been received by medela. Should the product be received and evaluated resulting in any new information, a follow up report will be filed. This issue with the damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the manufacturer to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the manufacturer to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping. Complaints against this product are currently being monitored for effectiveness of the above mentioned corrective action.